Event description:
It was reported that the procedure performed was to treat a re-stenosed, heavily calcified, moderately tortuous superficial femoral artery (sfa) that is 100% stenosed. Endovascular thrombectomy was performed for the chronic total occlusion sfa. A non-abbott catheter failed to cross due to anatomy. A new non-abbott device successfully crossed the lesion and plain old balloon angioplasty was performed. Once at the lesion during deployment of the 5.5x150mm supera self-expanding stent (ses), the stent was inadvertently pulled back causing elongation of the stent. As such, a partial deployment occurred, and the stent was withdrawn. A new 6.0x150mm supera ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during deployment the device was inadvertently pulled back causing elongation (stretching) of the stent. As such, the stent was withdrawn resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.